Event description:
It was reported that an unspecified elastomeric pump set did not empty during patient infusion. The device was filled with tazocin 18 g. The issue was described as: "after 24 hours the device had not completely emptied." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.